Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t shuts down the mains if the device is turned on during setup. There was no patient involvement.

Manufacturer narrative:
The defective heater-cooler system 3t was returned for further investigation. During the investigation the reported failure could be confirmed. As root cause a hole inside the evaporator was identified which was caused by corrosion.